Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to particles in tubing/chamber of the device. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete..

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged particles in tubing/chamber of the device. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 01/10/2023 for further evaluation. The device was evaluated on 07/19/2023 . There was no mention of visual findings to the external part of the device. Evidence of water ingress on the blower and blower box. The device was returned to the manufacturer's service center for further evaluation. The manufacturer evaluated the device externally/internally and dust/dirt contamination inconsistent with degraded sound abtement foam was observed throughout the device enclosure and airpath suggesting a source external to the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error (#193 err_usb_host_no_device) found. The manufacturer could not confirm the customer allegation and they confirmed the presence of contamination in the airpath. Section d8, d9, h2, h3 and h6 were updated.